Event description:
On 07-oct-08, the customer's girlfriend reported the customer's meter would not turn on in 2008, after a test strip was inserted into the port. At about four months later, the customer reportedly experienced symptoms of hyperglycemia and was taken to a hospital. It was also reported the customer was diagnosed with hyperglycemia, and treated with an unknown intravenous medication and insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. It was reported the customer did not install new meter batteries and adc customer service educated the customer to replace the batteries.